Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage) and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging provided had shown the disc was left underneath the pulmonary vein ridge and tenting into the thin-walled transverse sinus. Based on the information received, the cause of the reported patient-device incompatibility could not be determined. The reported pericardial effusion could be related to patient conditions prior to implant. However, this cannot be confirmed. The reported unexpected medical intervention was under case-specific circumstances as pericardiocentesis was performed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath. A baseline pericardial effusion was noted in the atrial appendage prior to the procedure. The patient's activated clotting time (act) level was 360 seconds. The patient's left atrial pressure was 17mmhg. During the procedure the occluder was partially re-captured once. The occluder was implanted. On (B)(6) 2025 the patient presented to the emergency room with chest pain. A transthoracic echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed and 590cc of liquid was removed from the patient. The patient status was stable. The user believed the occluder worsened the pericardial effusion.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath. A baseline pericardial effusion was noted in the atrial appendage prior to the procedure. The patient's activated clotting time (act) level was 360 seconds. The patient's left atrial pressure was 17mmhg. During the procedure the occluder was partially re-captured once. The occluder was implanted. On (B)(6) 2025 the patient presented to the emergency room with chest pain. A transthoracic echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed and 590cc of liquid was removed from the patient. The patient status was stable. The user believed the occluder worsened the pericardial effusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.